Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial and had clear surgical residue/ debris on the product. Visual inspection found a piece of haptic missing and presence of clear residue and debris on the lens surface. (B)(4).

Manufacturer narrative:
PMA 510(k):: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -10.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.